Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, damage (out of box/package), change sensor/bad sensor. The customer reported no adverse event. The event involved product(s) mmt-7020la. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. Customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Customer is reporting the sensor liner stayed on the base while pulling the sensor serter off. Customer confirmed the serter was pulled slowly straight up. No harm requiring medical intervention was reported. Mmt-7020la was requested and customer response was the device will be returned.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the three returned used sensors and performed visual inspection to one random sensor and found liner tape attached to sensor base instead of the pedestal also found needle bent inside sensor, unable to continue with functional testing due to sensor being damaged. In summary, the customer complaint of the liner anomaly was confirmed. The liner remained with the sensor base and shows some misalignment due to the failure to peel off. The customer complaint of unexpected sensor alarms could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.